Event description:
On (B) (6) 2009, the lead was repositioned again due to dislodgement.

Event description:
It was reported that review of egms showed possible rv lead dislodgement. A chest x-ray confirmed lead dislodgement. The lead was repositioned. The lead remains implanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
Na